Manufacturer narrative:
A syringe was used to deflate the cuff and it would deflate however it was observed that it would partially reflate. A syringe was used to inflate the cuff and it would inflate however it was observed that it would immediately deflate. There was no obstruction of the inflation / deflation assembly which is not consistent with the reported event. When viewed under magnification, there were 2 small punctures in the cuff. One puncture was near the seam just proximal to the centerline of the cuff, the other was at the distal end of where the cuff attaches to the main tube. The customer indicated that the tube was removed by puncturing the balloon and deflating it which would explain the anomaly in the inflation and deflation performed during the analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during thyroid surgery, the balloon can not be pumped out, the cannula can not be pulled out. Intubation cannot be removed during operation. There was 180 minutes delay on the surgery. Intervention performed was to deepen anesthesia and continue extubation. Patient was alive-no injury. Additional information received that the tube was removed by puncturing the patient's epidermis throat, to puncture the epidermis of the balloon and deflated. The patient current status is no injury and already discharged from the hospital.